Event description:
It was reported, that the hole center pitch distance of ti mini-pits 2.0 cmf is incorrect or not as it has been supplied over the last 4 years.

Manufacturer narrative:
The manufacturer has not yet received the devices. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).